Event description:
Upon removal of the device, the cutter assembly caught on the tip of the lsf. The physician aggressively pulled on the catheter and the tip of the catheter broke off in the distal tip of the sheath. The device was removed without further complications. After 8 cuts with a new device, a small fistula developed. The physician put in a small covered stent.

Manufacturer narrative:
Device not returned to MFR for eval. Suspected problem identified in results and conclusions. Retroactive audit of complaint files determined filing.